Event description:
It was reported that during maintenance, it was noticed that the ventilator stopped ventilating when its air/oxygen gas modules were moved lightly. (B)(4).

Manufacturer narrative:
(B)(4).